Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned sample had a needle with cracked barrel that had separated from the suture. Cracked barrels are a known contributor to needle pull offs.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and suture was used. During the procedure the needle pulled off the suture. A like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.